Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. During the procedure a mitraclip was successfully implanted and the procedure was discontinued. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported. On an estimated date, (B)(6) 2025, the patient returned for a transthoracic echocardiogram (tte) where is was determined that a single leaflet detachment (slda) occurred and the clip was no longer attached to the posterior leaflet. Mr was grade 3-4 after slda. Per the physician, the slda was due to the pre-existing patient anatomy of tethered leaflet, and possibly friable tissue. A secondary mitraclip procedure was scheduled for (B)(6) 2025.

Manufacturer narrative:
Investigation is not yet complete.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported single leaflet device attachment (slda) appears to be related to pre-existing patient anatomy (tethered leaflet, and possibly friable tissue). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. During the procedure a mitraclip was successfully implanted and the procedure was discontinued. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported. On an estimated date, (B)(6) 2025, the patient returned for a transthoracic echocardiogram (tte) where is was determined that a single leaflet detachment (slda) occurred and the clip was no longer attached to the posterior leaflet. Mr was grade 3-4 after slda. Per the physician, the slda was due to the pre-existing patient anatomy of tethered leaflet, and possibly friable tissue. A secondary mitraclip procedure was scheduled for (B)(6) 2025.